Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl. Low bg cause was not known. Reportedly customer was admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact to the customer.